Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced complications related to the implant, including but not limited to extreme pain, discomfort, urinary problems, dyspareunia and upon information and belief underwent multiple corrective surgeries to remove or revise part of the pelvic mesh device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.